Manufacturer narrative:
The product has not been returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer was not seeing drops of insulin exit the end of the tubing during filling. Reportedly, the customer verified that the luer lock was secure and insulin was not leaking but had smelled insulin. The customer changed out the supplier prior to calling. During troubleshooting with tandem technical support, the customer was able to observe drops. There was no reported impact to the customer's blood glucose level.